Event description:
It was initially reported that the patient was experiencing a loss of therapeutic effect with no known accident or incident related to the issue. Additional information received noted that the patient had not met with their physician nor the company representative for the event. The device was not successfully reprogrammed and the patient was still having problems with the device system. Surgery related to the device was noted on (B)(6) 2010, not further specified. Additional information was requested.

Manufacturer narrative:
(B)(4).